Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead "is bad" due to high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.